Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -12.5/2.0/070 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was repositioned but this did not resolve the problem. On (B)(6) 2022 the lens was exchanged with a same length lens but spherical lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).